Event description:
A customer reported that a pt's sample containing anti-d was negative when tested with the treated cells of resolve panel c lot rc322. No death or serious injury is associated with this event.